Event description:
It was reported that this right atrial (ra) lead exhibited intermittent capture. The patient had an underlying sinus rhythm. The device was reprogrammed to vvir and monitoring was continued. Subsequently, the patient was scheduled for a magnetic resonance imaging (MRI). The local field representative contacted technical services (ts) and inquired if an MRI could be performed for this system. Ts discussed given the ra lead was programmed off due to a potential lead issue, an MRI would be considered off-label. Additional information was received that the MRI was cancelled. The local field representative spoke with the physician, who reported that a chest x-ray had been taken two years ago, and noted a potential ra lead dislodgement. It was unclear if any actions were taken by the physician following the x-ray. The physician and clinic staff planned to review this information further on a future date. No adverse patient effects were reported. This device remains in service. At this time, no further information is available. Should additional information become available this report will be updated.